Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).

Event description:
A report received from the USA stated the device is experiencing a damaged bearings issue and is being returned for service. It is unk if the device was being used during surgery. It is unk if pt or user injury was reported. No additional information was provided.